Event description:
Nurse reported that a new secondary tubing was primed with 0.9% normal saline and a bag of levofloxacin was spiked and initiated into the secondary tubing. The primary tubing was infusing with the normal saline. The nurse discovered sediment (precipitation), in the secondary drip chamber and the secondary line when levofloxacin was initiated. No precipitation was seen in the levofloxacin bag. The rn took down drug bag and tubing. A new bag of medication (same lot expiration) and secondary tubing (same lot and expiration) were used and the precipitation did not occur.